Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet was successfully implanted using a 14f amplatzer steerable delivery sheath. Post deployment, a pericardial effusion was noted in the pericardium and a pericardiocentesis was performed to stabilize the patient. The patient was monitored and effusion was resolved. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of pericardial effusion in the pericardium post deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet was successfully implanted using a 14f amplatzer steerable delivery sheath. Heparin was administered with an activated clotting time (act) of 250 seconds post deployment, a pericardial effusion was noted in the pericardium and a pericardiocentesis was performed to stabilize the patient. The patient was monitored and effusion was resolved. There was no implanting difficulties noted. The patient was reported to be in stable condition.